Event description:
The pt had ejection fraction equaling 15% and was in the o.r. (Operating room) for CABG (coronary artery bypass graft) x 2. The surgeon elected to place an iabp (intra-aortic balloon pump) catheter with pump prior to heart surgery. The iabp 40 cc 8 french fidelity catheter was placed without incident. Able to pump pt approximately 20 minutes while "harvesting vein" with sternal incision. As surgeon was ready to place pt on bypass (heart lung machine), the catheter backed up with blood. The iabp machine turned off and the catheter was clamped off to prevent blood from backing up into the machine. The operation continued with CABG x 2 and left ventricular aneurysm repair with iabp off. After operation, "old" iabp catheter was discontinued. New iabp catheter was inserted without incident via left femoral. The pt was taken to the ICU (intensive care unit) and recovered in normal fashion.